Manufacturer narrative:
The reported event that a cannulated screw asnis iii ø5.0x38mm was affected by poor fixation and that it led to bone damage could not be confirmed, since no evidences of that have been provided. Based on the investigation, the root cause was attributed to a user related issue. According to our fault tree analysis, the possible causes linked to the hazard of inadequate screw placement and applicable to the case at issue are the following: too much/little screw tightening; inappropriate size used; unintended use of power tool; bad bone quality; misuse: multiple setting of the same screw; no/wrong use of countersink device; no/wrong use of drilling/tapping device on hard/dense bone; wrong placement of guide wire/drill bit; collision with other implant. The device inspection revealed the following: the screw presents a few small plastic deformations on its self-drilling/self-tapping flutes. 100% of self-drilling/self-tapping flutes were visually inspected after manufacturing and resulted sharp and free of burrs. The main impacting parameters of the received screw have been measured and resulted according to specifications: screw length (38mm); screw head diameter (6mm +0 -0.15 ); head hex (3.5mm ± 0.05 and 4.2mm +0.2 -0); body diameter (3.3mm +0 -0.05); cannulation diameter (2.1mm +0.05 -0). The screw was inserted manually in a bone sample with the help of a screwdriver (cat# 702754 + cat# 702428). The insertion did not create any problems. The screw's self-drilling function was successful. The instruction for use (v15013 rev n non active implant IFU ot-IFU-105 rev 3) was reviewed: ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. [...] For your information, avail yourself of the training courses and publications offered (e.g. Operative techniques). [...] Contraindications: the physician¿s education, training and professional judgement must be relied upon to choose the most appropriate device and treatment. Conditions presenting an increased risk of failure include:[...] Bone stock compromised by disease, infection or prior implantation that can not provide adequate support and/or fixation of the devices. [...] Warning: implant selection and sizing: the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patient¿s height, weight, functional demands and anatomy. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation. [...] Pre-operative [...]: inspection is recommended prior to surgery to determine if implants have been damaged during storage. [...] Intra-operative: avoid surface damage of implants; discard all damaged or mishandled implants. [...]; during the course of the operation, repeatedly check to ensure that the connection between the implant and the instrument, or between the instruments, required for precise positioning and fixing is secure. '' [original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
So far the only information received is that one screw has not been used because defective - update 12/05/2016 customer reported that the device is not screwed into the bone, causing the patients' bone to break. The surgery was completed with a non stryker device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
So far the only information received is that one screw has not been used because defective - update (B)(6) 2016 customer reported that the device is not screwed into the bone, causing the patients' bone to break. The surgery was completed with a non stryker device.